Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch report mw5093761, that during a caesarean section the tip on the e-sep pencil started to melt. It was also reported that the issue was noticed immediately and a back up device was used resulting in a few minutes delay. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer for evaluation

Event description:
It was reported via medwatch report mw5093761, that during a caesarean section the tip on the e-sep pencil started to melt. It was also reported that the issue was noticed immediately and a back up device was used resulting in a few minutes delay. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.